Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia, with a highest continuous glucose monitor (cgm) reading of 303 mg/dl and a current cgm value of 258 mg/dl trending downward, after overtreating a prior hypoglycemic event with multiple glucose tablets, milk, pasta, and eggs while using an inset infusion set on the abdomen and a dexcom g7 sensor. Symptoms included headache associated with hyperglycemia. Outcomes included no alerts or alarms, no hospitalization, and continued use of therapy. Investigation included complaint intake, user communication, and troubleshooting and education on hypoglycemia treatment and carbohydrate management. Investigation of this case revealed device performance within specification with no device malfunction or alarm behavior, and a likely user-related cause due to excessive carbohydrate intake following hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia overtreatment and carbohydrate stacking.